Event description:
It was reported that during a laparoscopic sigmoidectomy, some of the staples were unformed at the second and third firing of triangle anastomosis. The device was fired on an existing staple line at each firing. An additional suture was performed to complete the procedure. Reinforcement material was not used. There were no adverse consequences for the patient. Additional information: what other color cartridges were used before and after this event?---blue. Were any unexpected noises heard? If so, when? ---no information. Were any of the forces higher or lower than expected (closing, firing, or opening)? ---no information. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? ---yes. Was there any difficulty removing the device from the tissue? ---no. Is there any other additional information you would like to share about this device or procedure? ---no.

Manufacturer narrative:
(B)(4): spring cartridge lockout. The analysis results found that two 6r45b reloads reload were received. Reload a was received fully fired and reload b was received partially fired and with damage to the spring cartridge lockout. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test could be performed due to the condition of the returned reloads. Event could not be confirmed as the device was returned for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.